Manufacturer narrative:
Follow-up # 1 (04/03/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch verioiq meter was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred on (B)(6) 2013 at 2am. The patient reported using self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 a "couple of hours" after the issue occurred, he vomited. The patient denied receiving any medical intervention in response to his symptoms. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest. The alleged issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.